Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacroabdominal colpopexy, enterocele repair, anterior and posterior colporrhaphy, vaginal and paravaginal repair with prolene, suburethral sling with tension-free vaginal tape and cystourethroscopy due to recurrent cystocele, rectocele and enterocele, recurrent vaginal vault prolapse and intrinsic urethral sphincter deficiency. On (B)(6) 2006, the patient underwent a pancolonoscopy with polypectomy with biopsies x2.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that patient underwent incision and drainage of perirectal hematoma on (B)(6) 2006 . It was reported that patient underwent cystourethroscopy, vaginoscopy and excision on multiple suture granulomas for mesh erosion on (B)(6) 2007. It was reported that patient underwent revision of vaginal mesh prosthesis, excision of vaginal foreign bodies and colporrhaphy on (B)(6) 2010 for multiple areas of mesh erosion, extrusion of vaginal mesh, inflammation of vagina and sinus tract and recurrent urinary issues by implanting surgeon. It was reported that patient underwent abdominal revision of vaginal mesh prosthesis and cystourethroscopy on (B)(6) 2012 for erosion and extrusion of mesh, formation of rectovaginal fistula, tissue abnormalities and recurrent urinary issues. It was reported that patient underwent anterior wall exploration, excision of perivesical mesh from the obturator and sacrospinous ligament, cystocele repair and cystoscopy on (B)(6) 2012.